Manufacturer narrative:
The device reference in this report has not been returned to olympus for evaluation. If additional info or if the device is received at a later time, this report will be supplemented.

Event description:
The user facility reported that during a procedure for a laparoscopic vaginal hysterectomy with bilateral salpingo-oophorectomy, the hand piece had only intermittent cautery. The surgery was completed; however, it was unk if the same device was used to complete the procedure. No pt injury was reported.